Event description:
It was reported that the patient fainted and the health care giver got an electric shock while controlling the patients pulse. No other information was provided. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, neither the medical device nor device data have been returned for analysis, therefore no investigation can be performed. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant data become available, this report will be updated.